Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant via the right femoral vein due to polytrauma followed by a successful, percutaneous filter retrieval on (B)(6) 2018. Patient is alleging device tilt ,vena cava and organ (mesenteric) perforation, and embedment. Patient notes and further alleges experiencing "pain when I take a deep breath and feel uncomfortable in my chest and abdominal area when performing daily tasks. I feel increased pain when I do more physical tasks and at times even when I am resting. I experience the pain in my chest and when I breath. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries", and physical limitations as well as worry. Per the (B)(6) 2017 computed tomography (CT): "gunther tulip type ivc filter is noted. The apex of the filter is at the level of the superior aspect of l2 vertebra. The ivc filter shows a tilt angle of 13 degrees. The tip of the struts appears to be extraluminal. However I do not see any strut fractures. There is no evidence of inferior vena cava stenosis". Per the (B)(6) 2018 successful ivc filter retrieval: "the hook of the filter was then disengaged from the vena cava and was then maneuvered inside the 16-french sheath. Using gentle traction, I was able to disengage the leg of the filter from the caval wall. The filter was removed. A completion cavogram did not show any evidence of caval injury or thrombosis".

Manufacturer narrative:
Additional information: a2, a4, b1, b2, b5, b6, b7, d1, d4, h4, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ(mesentery)/vena cava (vc) perforation, embedded, tilt, pain, anxiety, mental anguish, stress, worry, physical limits. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, anxiety, mental anguish, stress, worry, and physical limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.